Event description:
Caller reports that pt tested 470mg/dl and 417mg/dl on this device. On a different professional device, the pt reportedly tested 115mg/dl. All results were obtained within 10 minutes. No treatment was given to the pt based on device results. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.